Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the device was not working properly. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be sent.

Event description:
Additional information received from the consumer reported that the step taken to resolve the device not working was that the patient was working with their health care provider (hcp) to get the device working right.